Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2017, partially explanted:(B)(6) 2024,product type ca theter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provide, family member) regarding a patient who was receiving gablofen with concentration 1000 mcg/ml at a dose rate of 232 mcg/ml. It was reported that the patient was scheduled for a routine pump replacement due to elective replacement indicator which was to occur in less than 4 months. Patient was taken to the operating room (or) on (B)(6) 2024 for planned pump replacement. Immediately prior to entering the or, the physician informed that the patient recently had a volume discrepancy at the time of his last pump refill visit, and therefore, he would be replacing the patient¿s catheter. The date the volume discrepancy was observed was unknown. The physician first started by dissecting out the existing pump and proximal pump segment of catheter. Once he removed the pump from the pocket, he immediately cut the hub of the catheter away from the remaining implanted catheter. The segment of catheter removed was measured and had a length of 4.5 cm. Once the catheter was cut, the physician noted cerebrospinal fluid (csf) was freely dripping from the remaining implanted catheter. At that time, the physician aborted his plan to replace the entire catheter. An 8781 catheter kit had already been placed on the sterile field. The physician replaced the proximal pump segment and reattached it to the remaining implanted catheter using a collet. The original length of the new pump segment was 73.7 cm; the physician trimmed off 58 cm leaving 15.7 cm was implanted. Drug had been transferred from old pump to new pump. Baclofen with concentration 1000 mcg/ml and of 39 ml for volume was indicated. The catheter was then attached to the new pump. A catheter port aspiration was done prior to placing the new pump back in the existing pump pocket. The physician was able to easily aspirate 2 ml from the port. Incisions were then irrigated and closed. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2024. The cause of the volume discrepancy was not determined. However it was further reported that the family of patient did state that pump had previously ¿flipped over¿ inside the pump pocket in the past. The date of the pump having flipped was not specified. The healthcare provider had discarded the explanted portion of catheter before the company representative could take possession of it. The patient's medical history and weight at the time of the event were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative who reported that per the patient¿s family, the pump flipped shortly after the initial pump implant. The exact cause for the pump flipping was unknown, but it was noted that the patient was morbidly obese (exact weight unknown). The actions taken to resolve the previous pump flipping was unknown, but during the recent pump replacement procedure, the physician placed the replacement pump back in the existing pump pocket. The actual and residual volumes for the recent volume discrepancy were also reported to be unknown.